Event description:
Boston scientific received information that this patient presented the physician's office complaining of palpitations and a funny feeling in their chest. An x-ray noted the right atrial (ra) lead had dislodged. In addition, a loss of capture and low amplitudes were also noted. No further patient effects were reported. A lead revision was scheduled.

Manufacturer narrative:
It was later reported that this lead was successfully repositioned without incident.

Manufacturer narrative:
This investigation will be updated should further information be provided.